Manufacturer narrative:
The biolox delta ce ball head 12/14 36s (75007448) was received in aarau for investigation. It was reported that a revision surgery had to be performed due a septic loosening of the smf hip stem caused by a ceramic-on-ceramic reaction. Based on the received the medical documentation a medical assessment was performed. The received medical documents report that the patient was suffering from a ceramic allergy. The histological findings cannot rule out a low grade infection as a root cause of the revision. No traces of ceramic or metal debris could be found. Mildly elevated metal ion blood levels are not suspected as reason for the revision. In a visual analysis some minor scratched on the surface of the ball head could be noted, which most likely occurred during the performed revision surgery. In a second step the production documents, the sterilization and material certificate were reviewed. No deviations could be found. In the past no complaints with the same failure mode of septic loosening were recorded. Based on the performed investigation no specific root cause could be determined. An allergy / inflammation due to ceramic-ceramic pairing cannot be ruled out, although histopathologic findings point towards a low grade infection. This report only covers the biolox ball head. The other explants were sent to smith + nephew in memphis for further investigation due to the reported metal ion blood levels.

Manufacturer narrative:
Results of investigation: the biolox delta ce ball head 12/14 36s (75007448) was received in aarau for investigation. It was reported that a revision surgery had to be performed due a septic loosening of the smf hip stem caused by a ceramic-on-ceramic reaction. Based on the received medical documentation a medical assessment was performed. The received medical documents report that the patient was suffering from a ceramic allergy. The histopathological analysis confirmed that there was an increased concentration of immune cells found in the tissue samples. However, traces of ceramic of metal debris could not be found. A visual analysis some minor scratched could be noted, which most likely occurred during the performed revision surgery. In a second step the production documents, the sterilization and material certificate were reviewed. No deviations could be found. In the past no similar complaints were recorded. The failure mode of a septic loosening is confirmed by the medical assessment, however we could not find any indications that the ceramic ball head is involved in the root cause. The used combination of smf stem, biolox delta ball head, ceramic liner and shell is approved by s&n.

Event description:
Ir was reported a revision surgery required to resolve an septic loosening due to a ceramic-on-ceramic reaction after total hip arthroplasty.